Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported on (B)(6) 2018 that there were surface tracings showing asystole > 2 seconds with no capture and patient had some seizures but no events stored.